Event description:
The customer reported via phone call that the night before it was noticed that the insulin pump had a faint alarm and then the alarm would stop but when putting the device close to her ear, she could hear a low tone. She woke up the morning of the call and stated that it still has the constant tone. The alarm history did not show any alarms. The customer had the insulin pump in her pocket but was unsure if the buttons were accidentally pressed. Customer was advised that the device would make a beep if a button is pressed and nothing is done. Blood glucose value is unknown. She was advised to monitor the insulin pump and get back in contact if the issue persists.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.